Event description:
A report was received that the patient had a pocket revision due to discomfort at the pocket site. The patient's pocket site was moved up off the belt line and the patient is doing well.